Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one flushing connector adhered with tape to a tyvek label and a piece of styrofoam were received for evaluation. Visual, microscopic and functional evaluations were performed. The complaint sample was received taped on what appeared to be on tyvek paper. The styrofoam was received aside. The adhesive inspected appeared to be tape adhesive during evaluation. The styrofoam was inspected, and no anomalies were observed. Under microscopic observation, one side of the flushing connector hub appeared to have dry adhesive looking material. An attempt to attach the received flushing connector to the center of the styrofoam returned was performed. The flushing connector did not attach successfully. Therefore, the investigation is inconclusive for the reported sticking issue and packaging problem as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the flushing connector was attached to the cushioning material, so when picked up the cushioning material, the flushing connector also lifted up and fell off. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the flushing connector was attached to the cushioning material, so when picked up the cushioning material, the flushing connector also lifted up and allegedly fell off. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.